Event description:
During circumcision, the bell portion of the gomco circumcision clamp broke apart, causing the blade being used to cut the foreskin to cut the penis. A 7 mm laceration of the penis occurred. This was repaired by the staff urologist.